Manufacturer narrative:
This emdr is being closed as it was created in duplicate. Please refer to emdr number 1218950-2019-03966 for investigation results.

Event description:
It was reported to philips that the device boots into a black screen. There was no patient involvement.